Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing an embolization procedure in the left posterior communicating artery (pcom) using a penumbra smart coil (smart coil). During the procedure, the physician was not able to advance the smart coil out of its introducer sheath nor pull the smart coil backward out of its sheath and therefore, the smart coil was removed. The procedure was successfully completed using a new smart coil. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 23.5 and 26.0 cm from the proximal end. The pusher assembly mid-joint was positioned proximal to the introducer sheath friction lock. The embolization coil was undamaged and intact with the pusher assembly distal detachment tip (ddt). The mid-joint outer diameter (od) was measured using a ring gauge (fx7487) and was within specification. Conclusions: evaluation of the returned smart coil revealed the pusher assembly mid-joint was position proximal to the introducer sheath friction lock. The inner diameter (ID) of the friction lock is smaller than the rest of the introducer sheath which allows it to seat properly on the pusher assembly mid-joint. If the mid-joint is positioned proximal to the introducer sheath friction lock, resistance may be experienced when attempting to advance the smart coil within its introducer sheath. During functional testing, the smart coil was advanced through its introducer sheath with resistance while advancing the pusher assembly mid-joint through the introducer sheath friction lock. Subsequently, the smart coil was able to be advanced through a demonstration microcatheter without an issue. Further evaluation revealed pusher assembly kinks. These kinks were not mentioned in the reported complaint and were likely incidental. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #02 MFR report.